Event description:
The account alleges that post-tif procedure, the patient was experiencing some internal bleeding. The physician used a pair of hemostats, a cauterization catheter, medications, and a gi clip to stop the bleeding before moving the patient to recovery. The physician thinks the damage may have been caused by the helical retractor that was deployed within the patient's gi tissue to form fundoplication. The patient tolerated the procedure well. No device malfunction to report. The device operated as intended.

Manufacturer narrative:
The suspect device will not be returning for engineering evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.